Event description:
A malfunction alarm identified as malf 9 was reported, but it did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Customer service provided information to help the customer reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and was instructed to contact support if the issue arises again. Customer understood the instructions and acknowledged the guidance provided.